Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys htlv-I/ii results from the cobas e 801 analytical unit while performing validation testing. The initial result was repeatedly positive using an abbot alinity system. The repeat result from the cobas e801 was 0.112 coi (non-reactive). No questionable result was reported outside of the laboratory. It was unknown which result was correct.

Manufacturer narrative:
As the qc recovery was acceptable, there was no indication of a performance issue with the reagent. Because no independent confirmation testing was available, it cannot be assessed which result is correct. The elecsys htlv-I/ii assay performed within specifications. Per product labeling for the assay, single false negative results can occur and are within the sensitivity claim of the assay.